Event description:
It was reported that a smiths medical pump gave a "no disposable pump won't run" alarm. Pump settings: res vol 80.9 ml, rate 4 ml/hr, given 14.7 ml. Air in line. Patient not affected